Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that while infusing dilaudid via a syringe pump, the tubing spun off the connector and leaked onto the bed in the pediatric ICU. There was no harm to the patient reported.

Manufacturer narrative:
The customer¿s report that the tubing spun off the connector and leaked during an infusion was not confirmed. Visual inspection observed no anomalies. Dimensional and functional testing showed no fault was found with the returned sets. The root cause that the tubing spun off the connector and leaked was not identified.